Event description:
During treatment for a 12 mm ruptured recanalized aneurysm the physician had difficulty placing the last coil and could only get the coil 1/2 way into the aneurysm before encountering resistance. A stent had been placed previously and the physician felt that when the coil encountered resistance and he attempted to remove it, the coil may have been caught on the stent and unintentionally detached. The coil was retrieved successfully. The patient was given heparin when the coil was partially in the vessel prior to removal. After the case was over and the patient was in recovery, the aneurysm ruptured again. Sometime later (within approximately one week) the patient was taken off life support. The patient died but the physician does not feel this was the fault of the coil. The penumbra representative became aware of the facts of this case on (B)(6) 2012 after numerous attempts to contact the physician. The exact date of death is unknown and therefore an approximate date has been provided. This MDR is associated with voluntary report number (B)(4). The information from the report received directly from the hospital about this event and the information in the voluntary report are conflicting. This event was reported separately to penumbra by the physician and then penumbra received the voluntary report from the hospital via the FDA. Penumbra has followed -up with the physician about the report discrepancy and the physician stated that the voluntary report came from a lab technician and that the report was made without the physician's knowledge. The physician also stated the following: "the description of the events [in the voluntary report filed by the lab technician] is inaccurate: all coil was retrieved. The connection between the incident and the bad outcome of the case is not a clear one".

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Eval summary: hospital disposed of the product.